Event description:
The device was subsequently explanted and replaced. Additional information provided by the local area sales representative (sr) confirmed there was no concern of premature battery depletion. The call to technical services was solely based on the sr's understanding of this device family battery expectations so he could be prepared to discuss this with the physician.

Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is not available for return as it was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device is scheduled to be replaced. There was concern that the device longevity only lasted 5 years. The patient did not have high outputs programmed and did not require pacing. Technical services discussed the labeled longevity for this device at 0 percent pacing is 9 years. Technical services discussed returning the device when it's replaced.